Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. The product returned for evaluation was a 4fr single lumen powerpicc solo catheter. A split was observed distal to the molded joint. Microscopic inspection of the split revealed a sharply defined shape that was jagged. The surface of the split was observed to be uneven and granular. The features and location of the split were consistent with manipulation using a tool or instrument. Securement techniques may have also contributed to the damage. The presence of use residues suggested that the manipulation occurred during attempted product use. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported leakage due to a scratch/hole just after the transition between the wings where the catheter begins. No other information was provided. Additional information received: it was reported no patient impact and no exposure to blood or bodily fluids.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported leakage due to a scratch/hole just after the transition between the wings where the catheter begins. No other information was provided. Additional information received: it was reported no patient impact and no exposure to blood or bodily fluids.